Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing on its right ventricular (rv) channel, which resulted in pacing inhibition. Technical services (ts) was consulted and discussed stored data as well as programming options. X-ray imaging was performed and normal lead placement was found. Power usage for this crt-d was higher than expected, but data analysis confirmed the battery was depleting normally. Further review of stored data determined there was an inappropriate shock the day after this device was implanted. The issues observed are suspected to be caused due to lead positioning, but it has not been confirmed. This device remains in service. No additional adverse patient effects were reported.